Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. A replacement battery pack was issued to the customer to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral battery pack was deformed. There was no patient harm or serious injury reported as a result of this incident.